Event description:
It was stated that the customer was hospitalized for high blood glucose readings. The reading was not reported. The medical doctor later called and stated that the customer at one point had a blood glucose reading of 400 mg/dl, but the bolus wizard feature did not suggest enough insulin to cover for the high blood glucose reading. It was explained how the bolus wizard feature is designed to work but the medical doctor insisted that the insulin pump malfunctioned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.